Manufacturer narrative:
The axium coil has not been returned for evaluation as it remains in the patient; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Upon receipt of additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular anterior communicating artery aneurysm, this coil migrated after deployment. It was reported that the coil was implanted at the intended location. After deployment, the coil prolapsed in to the parent vessel and patient experienced right-side weakness. The patient given chemical angioplasty and aspirin and the patient is doing well.